Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during a meniscal repair, after 2nd firing of an omnispan meniscal repair system/27 degree, the suture between two plates was broken off. The needle was received without the suture and implants. Visual observations reveals that the silicone sleeve is displaced from its original position; besides, it was identified a crack into the distal part. There were no signs of damage into the needle tip. This complaint cannot be confirmed since the suture reported was not returned; thus, it is not possible to determine what caused the issue experienced. The possible root cause of the silicone sleeve damage can be related when main pusher rod (gray trigger) on both guns to be bent at the distal tip. This bend in pusher rod is typical of aggressively removing the needle and it could damage. Also, the damaged into the silicone could have made it difficult for the surgeon to deploy the implant with the suture when inserted into the patient. Finally, it is possible that an instrument used in the procedure caused fraying on the suture and then broken. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [5l95541] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot : a manufacturing record evaluation was performed for the finished device [5l95541] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information provided, it was reported that during a meniscal repair, after 2nd firing of an omnispan meniscal repair system/27 degree, the suture between two plates was broken off. The needle was received without the suture and implants. Visual observations reveals that the silicone sleeve is displaced from its original position; besides, it was identified a crack into the distal part. There were no signs of damage into the needle tip. This complaint cannot be confirmed since the suture reported was not returned; thus, it is not possible to determine what caused the issue experienced. The possible root cause of the silicone sleeve damage can be related when main pusher rod (gray trigger) on both guns to be bent at the distal tip. This bend in pusher rod is typical of aggressively removing the needle and it could damage. Also, the damaged into the silicone could have made it difficult for the surgeon to deploy the implant with the suture when inserted into the patient. Finally, it is possible that an instrument used in the procedure caused fraying on the suture and then broken. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device [5l95541] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device [(B)(4)] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone that during a meniscal repair, after 2nd firing of an omnispan meniscal repair system/27 degree, the suture between two plates was broken off. Another device was used to complete the surgery. No surgical delay or patient consequences reported. No additional information could be provided.